Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20179997/20713713.

Event description:
It was reported that the patient experienced difficulty charging the ipg and the leads had high impedances. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.